Manufacturer narrative:
(B)(4). Date sent: 6/14/2021. H6: others (g07). D4: batch # r59d4u. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the one ec60 device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the 3-stroke indicator or knife blade indicator is in the starting position. If the 3-stroke indicator or knife blade indicator is not in the starting position, pull the manual firing release lever until the 3-stroke indicator or knife blade indicator returns to the starting position. If the jaws do not open at this point, depress the anvil release button while gently pulling the closing trigger upward (away from handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as the device performed without any difficulties noted, the device open and close as expected and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: could you please provide more details how was the device removed? Unknown. Did the jaws eventually open? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracoscopy lobectomy surgery, the surgeon noted after firing, could not open the jaw and try many times to open the jaw. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.